Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient passed away due to an unknown cause. At the time of death, the patient¿s peritoneal dialysis (pd) effluent was not clear and the patient was not recovered from the peritonitis event. It was not reported if dianeal therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. One day after onset, the patient began treatment with meropenem 1 gram once daily (route and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis event. No additional information is available.